Event description:
The cin was contacted directly by the customer. It was reported the device was used during a laparoscopic salpingo-oopherectomy. It was reported the stapler was introduced through the trocar, clamped on the ovarian vessel and closed. Upon pressing on black handle to fire, the device locked up. This occurred on the 2nd firing. At first was unable to open device, then was able to open device and staples had not fixed. Opened another instrument to complete the case. There was no consequence to the pt.